Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was 157 mg/dl. During troubleshooting with tandem technical support, the customer reloaded the existing cartridge and resumed insulin therapy.

Event description:
The pump unexpectedly reset a second time. Blood glucose was 364 mg/dl. The customer had reverted to using lantus/injections for insulin therapy.